Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to sustaining trauma to the cochlear implant side of the head. The patient was re-implanted with another cochlear device during the same surgery.